Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/15/2015 with the following findings: the pump black box data from the time of the event was not available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the battery compartment was observed to be cracked below the bumper pad; no battery cap was returned but a test cap was observed to secure appropriately to the pump for testing.

Event description:
The patient contacted animas on (B)(6) 2012 reporting blood glucose levels from 368 to 479 mg/dl with nausea and increased urination. Troubleshooting of the incident found that the patient was not adequately priming the tubing. The prime history indicated that the patient primed 1.7 units during the last supply change but previous primes were 17 units. The patient reported that the issue was likely "operator error" of not priming the tubing correctly. This report is made based on the allegation that the patient experienced hyperglycemia related to inadequate prime volume.

Manufacturer narrative:
The pump is not being requested to return at this time. The patient indicated that the issue was related to "operator error" due to inadequate priming of the tubing. The pump user guide instructs the user to prime until 5 drops are seen at the end of the tubing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.